Manufacturer narrative:
B3. Date of event: additional information. D9: date returned to mfg.: 3/2/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump displayed an error indicating an intermittent wireless module connection with the pump¿ was unable to be confirmed because the customer did not send the communication module in with the pump and no reportable malfunctions were identified during the investigation. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed an error indicating an intermittent wireless module connection with the pump. The event occurred during testing.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.